Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va0wj54, implanted: (B)(6) 2015, product type: lead. UDI#: (B)(4), ubd: (B)(4) 2019. If information is provided in the future, a suppconcomitant medical productslemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated the cause of the impedances was the fall a couple of weeks after a hip replacement in (B)(6) of 2017. Nothing was done after the impedance checks showed all combinations over 4000 except for turning her device off. Patient will be getting next steps from physician. There were no further complications reported with this event.

Manufacturer narrative:
Date of event is approximate. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wj54, implanted: (B)(6) 2015, product type: lead. D information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the impedance check at 210 pulse width and 1.0 amp and all sites were < 4000. So, it was retested at 300 pulse width and 2.0amp and same (all sites < 4000) during impedance checks. Pattern life check was listed as low on all programs. It was also reported that the patient fell down her stairs a few weeks after her hip replacement in (B)(6) 2017. In terms of troubleshooting that were performed, the device was turned off as the patient had amp up at 6.6, couldn't feel stimulation, and didn't want to cause her discomfort with all the impedances that were there. It was noted that the healthcare professional (hcp) will meet with the patient about next steps. The issue was not resolved at the time of the event. There were no further complications or anticipations reported with this event.